Manufacturer narrative:
This event has been reported by the manufacturer under MDR #3002808486-2019-01116.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to dvt (deep vein thrombosis)/ pe (pulmonary embolism), r heart strain, and pulmonary edema. Patient is alleging migration (cephalad-most tip of ivcf lies just above level of renal veins confluence), inability to retrieve the device, embedment, 1 post-implant dvt, 1 post-implant pe, and caval thrombosis. The patient is further alleging anxiety/worry, mental anguish, and stress. The patient reported 2 unsuccessful filter retrieval attempts and 1 successful filter retrieval that occurred approximately 2 years and 9 months later. Per a report from venogram, "infrarenal ivc filter with relative hypoattenuation of the ivc at the level of and just below the level of the filter possibly thrombosis although not well-defined. More well-defined thrombosis is seen within the right external iliac vein and distal portion of the right common femoral vein." Per a report from venogram, "bilateral lower extremity venograms demonstrates extensive filling defect from the mid femoral veins to the inferior vena cava filter, consistent with known deep venous thrombus." Per a report from thrombolysis, "a left lower extremity venogram was then performed which demonstrated thrombus within the left mid femoral vein. The penumbra suction lobectomy catheter was then used to remove the thrombus with good angiographic result." "Left lower extremity venogram status post catheter directed thrombolytic therapy: there remains occlusion of the left mid femoral vein extending to the inferior vena cava. Right lower extremity venogram status post catheter directed pelvic therapy: there remains occlusion of the right mid femoral vein extending to the inferior vena cava. Post venoplasty venogram of the left lower extremity: demonstrates filling defect within the left femoral vein extending to the inferior vena cava filter likely consistent with chronic thrombus. Post venoplasty venogram of the right lower extremity: there remains occlusion of the right femoral vein extending to the inferior vena cava filter likely consistent with chronic thrombus. Post suction thrombectomy venogram of the left lower extremity: there is significant improvement with a channel open to the level of the left common and external iliac veins. The left common and external iliac veins demonstrate sever stenosis likely consistent with chronic thrombus. Post suction thrombectomy venogram of the right lower extremity: there is significant improvement with a channel opened to level the right common and external iliac veins. The right common and external veins demonstrate sever stenosis likely consistent with chronic thrombus. Post stenting and venoplasty venogram of the left common and external iliac veins: there is significant improvement with patency and flow through the stents. The inferior vena cava appears to be occluded at the level the tip of the ivc. There is opacification of multiple collaterals from the right renal vein. Post stenting of venoplasty venogram of the right common and external iliac vein: there is significant improvement with patency and flow through the stents. The inferior vena cava appears to be occluded at the level of the tip of the ivc. There is opacification multiple collaterals from the right renal vein and lumbar vein. Post angioplasty of the inferior vena cava: there is improved patency. However, there is continued stenosis of the inferior vena cava." "Significant thrombosis of bilateral lower extremities, as described above. Despite thrombolytic therapy x 18 hours, there continued to be significant thrombosis and occlusion of the venous system of both lower extremities, as described. Significant improvement status post venoplasty, suction thrombectomy and stenting, as described above." Per an attempted retrieval report, "there is persistent narrowing of the inferior vena cava at the level of the apex of the ivc filter." "The ivc is patent with no thrombus within the ivc filter. Along the apex of the filter there is a filling defect of he inferior vena cava which may represent chronic thrombus or endothelialization, as described. Unsuccessful attempts to remove the ivc filter." Per a successful retrieval report, "successful complex filter removal using jaws of life technique. Caval occlusion with improvement in flow after filter removal. The patient will be seen in follow-up for consideration of further caval reconstruction depending on symptoms."

Event description:
It is alleged that the patient received a gunther tulip filter on (B)(6) 2014. The patient alleges to have been injured without further explanation.